Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer. The device was evaluated. Pil visually inspected the system board and did not detect any defects. Pil installed the suspect component into the trilogy evo test bed (stb-2019.03.01. A) and the test bed alarmed with a "ventilator inoperable" alarm. The system board was identified with software version. Pil was able to download the event logs from the device and observed e-155 evt mach flow drift high error cudes. Software was upgraded to 1.05.01 and then rasp commands (007300 01- enter calibration mode, 007304 0031- request sensor drift reset, 002500 - reboot, and 007300 00 exit calibration mode). This unlatched the system board. The system board functioned as designed. Pil has determined that the system board was stuck in the therapy's boot monitor and this failure will be fixed in trilogy evo software 1.05.01. The system board was scrapped. Pil visually inspected the machine flow sensor and found dirt, dust, and contamination inside the sensor. Pil installed the suspect component into the trilogy evo test bed and the machine flow sensor operated correctly. The test bed did not alarm or cause the error code e-155 evt mach flow drift high. The machine flow sensor was scrapped. Section h6 updated in this report.